Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The surgeon attempted to use a 54x36 liner, but had difficulty. It was thought that soft tissue was impinging the placement of the liner. Another attempt was made, but the liner still did not engage. Due to the tab appearing slightly damaged, the surgeon attempted another liner. A 32x54 n was implanted then without incident. The product associated with this report was reported as discarded. The investigation is able to confirm this report based on another investigation for this same product/lot combination. The liner had been manufactured incorrectly resulting in the problem experienced by the user. The root cause is attributed to a manufacturing process error. (B)(4) was established and a health hazard evaluation performed, (B)(4). The hhe resulted in a july 2012 voluntary recall of the affected product by depuy orthopedics, (B)(4). (B)(4) was initiated to determine the root cause for the process error and establish corrective actions as necessary. Please see these files for additional information. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The surgeon attempted to use a 54x36 liner, but had difficulty. It was thought that soft tissue was impinging the placement of the liner. Another attempt was made, but the liner still did not engage. Due to the tab appearing slightly damaged, the surgeon attempted another liner. A 32x54 n was implanted then without incident.